Event description:
It was reported that the pump had crack in battery door. Main case had crack in battery compartment. There was no patient involvement.

Manufacturer narrative:
Received one device. Initial customer report battery compartment broken was confirmed. Additionally, the visual inspection found that the air detector and dso sensor are damaged, thus replace. Device passed all test after replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.